Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) over a year ago with a battery voltage of 2.81v, but today an interrogation showed the battery voltage was still at 2.81v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).